Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the lower pole of the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, the tip of the fiber detached inside the patient and was retrieved using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "patient is unaffected by event."

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. The pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 16, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the lower pole of the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, the tip of the fiber detached inside the patient and was retrieved using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "patient is unaffected by event."